Manufacturer narrative:
The customer declined to have the service representative fix the system. No further information is available.

Event description:
The customer reported an interlock failure error message. This error causes the system to shut down. There is no report of injury or death associated with this event.